Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, device back up vvi mode issue was observed. On (B)(6) 2017 the device estimated longevity was 4-6 months to elective replacement indicator. Due to the cell impedance measurement and low battery issue, further troubleshooting was unable to be performed. Device was explanted and a new device was implanted. No further information available.